Event description:
It was reported that the insulin pump was exposed to moisture. The blood glucose reading was 194 mg/dl. The customer stated that the insulin pump was in a backpack that got soaked after somebody accidentally dumped water on the bag. She observed fluid under the device's display screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with moisture damage noted on electronics assembly. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.